Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during the implant procedure this implantable cardioverter (ICD) displayed high out of range pacing impedance measurements. The decision was made to program high rate and high pacing output, which resulted in normal pacing impedance measurements. The physician is questioning why this occurred. There were no adverse patient effects reported.